Event description:
Device overheated during an extraction of lower wisdom tooth and patient received a burn injury to the inside of their cheek. Patient was under IV conscious sedation at the time of the injury. The patient is reported to be healing normally without further medical treatment.